Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump volume was intermittently too low. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.